Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was suspected to have delivered inappropriate anti-tachycardia pacing (atp) therapy due to oversensed noise signals in the right ventricular (rv) channel. The health care professional (hcp) requested technical services (ts) to review this device stored data. Ts reviewed the presenting electrogram (egm) and noted inhibition of biventricular pacing for over two seconds, but patient retained their intrinsic rhythm. Ts confirmed the atp therapy to be inappropriate. Ts also noted the rv amplitude and impedance measurements to be stable and recommended for an in clinic visit for further evaluation of lead integrity. The lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported during an emergency room (ER) visit, this cardiac resynchronization therapy defibrillator (crt-d), the health care professional (hcp) requested technical services (ts) consultation to evaluate stored shock episodes. Ts reviewed the electrogram (egm) and noted inappropriate shock therapy was delivered possibly due to noise in the rv lead. It was also reported that the rv lead pacing and shock impedance measurements were recorded to be high out of range and the crtd battery had been depleted and recorded to have reached elective replacement indicator (eri) status. Ts recommended the hcp to consult the cardiologist for further device evaluation. The products remain in service. No additional adverse patient effects were reported. Subsequent additional information received reported that the physician suspected a fracture on this rv lead. The physician performed a revision procedure explanting the crtd device and rv lead. The crtd and rv lead were successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was suspected to have delivered inappropriate anti-tachycardia pacing (atp) therapy due to oversensed noise signals in the right ventricular (rv) channel. The health care professional (hcp) requested technical services (ts) to review this device stored data. Ts reviewed the presenting electrogram (egm) and noted inhibition of biventricular pacing for over two seconds, but patient retained their intrinsic rhythm. Ts confirmed the atp therapy to be inappropriate. Ts also noted the rv amplitude and impedance measurements to be stable and recommended for an in clinic visit for further evaluation of lead integrity. The lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported during an emergency room (ER) visit, this cardiac resynchronization therapy defibrillator (crt-d), the health care professional (hcp) requested technical services (ts) consultation to evaluate stored shock episodes. Ts reviewed the electrogram (egm) and noted inappropriate shock therapy was delivered possibly due to noise in the rv lead. It was also reported that the rv lead shock impedance measurements were recorded to be high out of range and the crtd battery had been depleted and recorded to have reached elective replacement indicator (eri) status. Ts recommended the hcp to consult the cardiologist for further device evaluation. The products remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was suspected to have delivered inappropriate anti-tachycardia pacing (atp) therapy due to oversensed noise signals in the right ventricular (rv) channel. The health care professional (hcp) requested technical services (ts) to review this device stored data. Ts reviewed the presenting electrogram (egm) and noted inhibition of biventricular pacing for over two seconds, but patient retained their intrinsic rhythm. Ts confirmed the atp therapy to be inappropriate. Ts also noted the rv amplitude and impedance measurements to be stable and recommended for an in clinic visit for further evaluation of lead integrity. The lead remains in service. No adverse patient effects were reported.